Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse exercised the unit on a test catheter and patient simulator without issue. The service logs did record several 'gas loss in iab circuit' alarms. The fse performed the condensation removal procedure. The 30psi transducers were recalibrated. Both the console and the cart passed the helium leak test. The pim module, drive manifold, and the fill manifold leak tests all passed. The fse performed a complete preventive maintenance (pm) with full calibration, functional testing, and electrical safety checks to factory specifications.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient by the customer, the cardiosave intra-aortic balloon pump (iabp) had gas loss in the iab circuit alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.